Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards clinical specialist, the patient cardiac arrested and expired post transcatheter aortic valve replacement (tavr). Per report, prior to deployment, the 23mm sapien valve was positioned 50:50 across the native aortic annulus. The pigtail catheter was pulled out of the valve root area and when cine was reestablished the sapien valve appeared to be in a 60:40 aortic position. Upon inflation of the delivery balloon, the sapien valve moved aortic and landed within the annulus and the sinotubular junction (stj), covering the coronary arteries. Tee revealed no paravalvular leak (pvl) and brisk coronary flow. An angiogram was done and showed coronary flow and that the valve was positioned 80:20 aortic. The patient remained stable and the apical access site was surgically closed without incident. The patient was taken to the recovery room and monitored. It was reported that the patient cardiac arrested and expired later that night.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and coronary obstruction are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. There are several patient factors which could contribute to a coronary obstruction, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, obliterated coronary sinuses, and thrombus. In addition, procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Cine images were submitted to edwards and reviewed by the edwards medical director. No echo images were provided observations/impressions: observations: severe aortic valve calcification, moderate-severe aortic root calcification, no porcelain aorta, no mitral annular calcification (mac). Pre-aortogram demonstrates preserved ventricular function. Lad and rca coronary stents present with timi-3 flow at beginning of tavr procedure. Fair-poor coaxial alignment with angulation of delivery system noted at level of sheath tip. Good image intensifier angle. Position of valve prior to deployment was approx 55:45 aortic. During deployment the valve moves 50% aortic (approx 7mm) landing 100:0 aortic. Post deployment aortogram demonstrated aortic regurgitation (ar) with reduced coronary flow. Impressions: severely calcified aortic annulus with probable significant valve over-sizing made this patient a higher risk for coronary artery obstruction. Moreover, the significant aortic movement of the sapien during deployment led to coronary obstruction by the valve. This aortic movement may have been contributed to by preserved lv ejection during sapien balloon expansion. Coaxial alignment was less than optimal which lead to redundancy in the delivery system that facilitated valve movement. Although the root aortogram demonstrated coronary perfusion after valve deployment, the coronary blood flow appears markedly reduced. In this case, per the imaging review, it appears that a combination of patient and procedural factors caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.